Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the patient¿s norepinephrine infusion dose and rate (0.4 mcg/kg/min) were found to be 4x faster than the expected 0.1 mcg/kg/minute in the sicu. The event was discovered when the user observed that the patient¿s blood pressure had increased to 190/70 with a decreased heart rate noted on the monitor. The infusion was stopped, and the patient's condition resolved. The IV pump channel was changed and the infusion rate was revised to the intended rate and dose. No other effects were reported, and no patient harm occurred.